Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery cap was not returned. A new test cap was able to fully tighten to the pump and was used to complete all testing. The pump powered on with audible and vibratory sounds. A rewind, load and prime sequence were performed with no issues. The keypad was fully intact and there was no hypersensitivity of the keys observed. The pump was exercised for 24 hours and no self suspending occurred during this time period. The pump was manually suspended and the home screen correctly indicated that the pump was suspended. The pump was then manually resumed. The suspend history correctly recorded the suspend and resume events. Product analysis was unable to duplicate the reported compliant. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (suspend) issue. The reporter stated that after suspending the pump to address another issue, the pump remained in suspend mode after hitting resume and ok. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.